Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It as reported that vessel perforation occurred. Anastomotic stenosis was observed in left internal thoracic artery (lita) to left anterior descending artery (lad) and since ischemic symptom was also observed from left circumflex artery (lcx) region, so percutaneous cardiac intervention (pci) was performed in 90% stenosed and severely calcified left main trunk (lmt). Ablation was initially performed using 1.25mm rotalink¿ and after checking with intravenous ultrasound (ivus), ablation was then performed using a sized up 1.5mm rotalink¿ plus. However, coronary artery perforation was observed. As treatment, hemostasis was performed using a non bsc balloon catheter and placed a two non bsc stent on each of the lmt to lad and lmt to lcx. After placing the stents, ivus was performed and confirmed that the blood flow was maintained and the procedure was completed. No further patient complications reported.